Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm. The user's guide instructs the operator to return the patient's blood if alarms cannot be resolved promptly, as the risk of clotting increases when the blood pump is stopped. The exact cause of the alarm cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified and will provide additional training regarding air alarm recovery procedures. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred upon initiation of a routine hemodialysis treatment. After performing air recovery procedures several times, the alarm would not resolve. The operator contacted technical support who assisted in resolving the alarm. Following manual attempts to remove air from the blood circuit, it was noted that air had been pushed past the air detector. Treatment was discontinued and rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.